Manufacturer narrative:
Details of complaint: the customer reported that their multiple patient receiver (org) was displaying signal loss for multiple transmitters. The org was sent in for evaluation. No harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: nk repair center was not able to duplicate the issue of signal loss on org-9110a sn:(B)(6). As such the root cause for the signal loss on this org cannot be determined. As the org was found to be in good working condition by nihon kohden repair center (nk rc), the cause of the signal loss and the indicating error light is most likely related to the customer's network environment.

Event description:
The customer reported that their multiple patient receiver (org) was displaying signal loss for multiple transmitters.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) was displaying signal loss for multiple transmitters. No harm or injury was reported. The customer will be sending central nurse's station (cns) log files for further evaluation. The org will also be sent back for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following cns was used in conjunction with the org, but did not experience a failure: cns: odel: pu-621ra, s/n: (B)(4), approximate age of the device: 78 months, device manufacturer date: 12/16/2013, unique identifier (UDI) #: (B)(4). Multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) was displaying signal loss for multiple transmitters.